Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The insulin pump was received with a21 alarm during a21 error test due to c13 voltage leak. No a17 alarm noted. The insulin pump was received with a scratched display window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
Customer reported an error alarm on the insulin pump when changing the battery. The blood glucose reading was 412 mg/dl. Customer was assisted in clearing the alarm and priming the insulin pump. Nothing further was reported.